Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 504 mg/dl while their dexcom g6 sensor was in warm-up and not yet paired with the ilet. Once the cgm finalized pairing, the ilet delivered correction insulin and glucose later decreased. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.